Event description:
Device report from synthes reports an event in china as follows: it was reported on (B)(6), 2023 that during the cranial closure procedure, the screw broke. The end part of the screw remained in the bone flap and could not be removed. Changed another one to complete. This resulted in a 30-minute delay in surgery. The patient was in stable condition. This report is for one (1) matneu scr ã¸1.5 self-drill l4 tan 1u I/c. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product codes: jey and gxr. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: photo investigation: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device images. Visual analysis of the photo revealed that the matneu scr ã¸1.5 self-drill l4 tan 1u I/c has the drive recess broken, fragment can be observed on the provided evidence. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces during insertion process. Ensuring proper handling of the device is recommended to avoid breakage in-situ. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for matneu scr ã¸1.5 self-drill l4 tan 1u I/c. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H6: a manufacturing record evaluation was performed for the finished device product code: 04.503.104.01s lot number : 3275p57 it was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on:06/12/2022 manufacturing site: jabil bettlach expiry date:01/11/2032. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.